Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, posterior flail, and a pre-procedure mean pressure gradient of 4mmhg. The first clip, a mitraclip xtw (40829a1086), was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (40924a2121) was then deployed on the mitral valve. However, after deployment, imaging revealed that the second clip rotated. It was noted that it is possible that the chords came up next to the clip, and that the clip rotating was likely due to tension on the system or interaction with the chord. It was confirmed that the clip was well seated on both leaflets. To further reduce mr, a third clip, a mitraclip nt (41113a1061) was then inserted and positioned on the medial side of the second implanted clip, which caused more torquing on the valve. After a couple of good grasps, a decision was made to reposition the nt clip. After the nt was pulled back into the left atrium (la), imaging revealed moderate to severe mr in the medial commissure. It was noted that there may have been some leaflet tip damage. The nt was then deployed on the mitral valve, attached to both leaflets. There were no additional clips implanted. The mr remained at a grade of 4 and the mean pressure gradient had increased to 6mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning associated with anatomy and migration associated with partial clip movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.